Manufacturer narrative:
(B)(4).

Event description:
The pt had a pump refill on (B)(6) 2011. On (B)(6) 2011, it was reported that the pt was in the hospital because he had been sleeping (B)(6). As of (B)(6) 2011, the pt was up and responsive. It was noted that since being in the hospital, blood work indicated "that it was normal." Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.